Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: a huge piece of the battery threads broke off, cracked case on the battery tube side starting at the left belt clip rail, missing display window cover, keypad overlay starting to peel at the upper right corner. The pump was received without a battery cap. The unit was unable to stay on due to the fact that the battery cap was unable to make solid contact with the battery because of the loose battery tube threads. The case was cut open. After visual inspection, there is are traces of previous moisture presence along the edges of the back of the lcd screen. The boards were taken out of the case and inserted into a known good case. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). Attempt to download/upload using crest/thus was successful. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (filenumber = 2005, linenumber = 5632) occurred on 05/26/2023 16:21:02, 16:25:12, & 16:26:23. In summary, the customer¿s report of a crack in the battery tube threads and in the back of the battery tube was confirmed during testing. The insert battery error message is due to the insufficient contact between the battery cap and the battery. The critical pump error (open book image) and pump error 53 (filenumber = 2005, linenumber = 5632) are due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump is cracked near the battery compartment. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product was returned for analysis.